Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor was not responding to the handle control (open-close). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A functional test of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and specifications. One package labeled rpn nge-017115-mb and label lot 7014786 was received. The device was returned with the handle in the closed position and the basket formation in the open position. The collet knob and the mlla [male luer lock adapter] were closed. The pett measures 3.5 cm in length. The support sheath is bowed in appearance. The basket sheath has a kink 103 cm from the distal tip. A functional test determined the handle does not actuate the basket formation. The handle was disassembled. The support sheath and basket sheath were still adhered. The basket formation can be manually actuated. The handle was reset and reassembled and the functional test determined the reset device now functions properly. The device history record review noted no non-conformances related to the reported failure. A search of complaint records found this is the only complaint associated with lot number 7014786 a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The instructions for use (IFU) included with this device contains the following information: suggested handling instructions for extractors and forceps caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The complaint device was found to have a basket that was open and could not be closed. The basket would not close due to the cannulated handle having pulled free from the collet. This prevented the motion of the handle from closing the basket. The sheath was found to be damaged: the sheath was kinked and the support tube was bowed. It is likely that the device experienced forces during use large enough to damage the sheath and pull the cannulated handle free from the collet. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The IFU contains cautions about manipulating the device to prevent damage. The likely cause for this issue was product use or handling related - product received excessive pressure. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required.

Event description:
This event occurred during a flexible ureterolithotripsy.